Event description:
It was reported there was an adverse event with the 8 mm titanium straight radial stem (lot number 7012222) and 24 mm cobalt chromium (cocr) radial head (lot number 6892442). The devices were implanted on (B)(6) 2013 with no issues. The patient came back in with an infection on (B)(6) 2014. It was reported that the patient had a history of (B)(6) and did not inform the doctors so the patient was treated with the incorrect antibiotic after surgery, causing the infection. Devices were explanted on (B)(6) 2014. During the explant, it was discovered that the devices were loose. The patient was treated with irrigation and debridement of the infection site. The patient was treated with a different antibiotic and the wound was closed. There are no plans for reimplantation at this time. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.